Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report an alarm on the insulin pump. The customer then stated she was hospitalized for unk low blood glucose levels. Troubleshooting was performed and the insulin pump passed the lead screw test.